Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Stryker rep reported a revision of accolade stem. As reported by sales business manager: "I have been called into a trauma case...today where they are revising a broken accolade stem."

Manufacturer narrative:
An event regarding crack/fracture and disassociation involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was confirmed via evaluation of the returned devices and through clinician review of provided medical records. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned devices indicated that the trunnion of the stem is severely worn and a piece has fractured off. The metal head appears to have minor damage from the disassociation/fracture event and explantation. Material analysis: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The stem fractured in overload at the point of wear. This has been documented as part of a CAPA. No further material analyses were performed. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry presents a case of the patient who had a primary total hip arthroplasty in 2009 and then approximately 13 years later required revision surgery. Photographs supplied show an explanted accolade femoral stem with a deformed trunnion, a metallic piece that appears to be part of the trunnion, and a metallic femoral head. I have no documentation of the revision surgery nor do I have any documentation of the photograph. If I assume that indeed the patient underwent a revision for failure of the trunnion, it would seem that the failure was due to trunnionosis and head disassociation. The causes of trunnion failure, and head disassociation are multifactorial. These include surgical technique factors, patient factors, including bmi and activity level, and implant factors. I cannot determine root cause of this event for the above reasons." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stryker rep reported a revision of accolade stem. As reported by sales business manager: "I have been called into a trauma case...today where they are revising a broken accolade stem..."